Manufacturer narrative:
The device has been received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of bent cannula. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl between 24 and 36 hours of wearing the pod while exercising. It was further reported that the cannula was found to bent, and the pod was not adhering well to the patient's arm. The pod was removed, and a new pod was applied.

Manufacturer narrative:
The pod was received for evaluation fully deployed. An inspection of the soft cannula did not find it bent, kinked, or damaged. The pod data indicated there was no struggle to deliver insulin. The pod adhesive pad was also evaluated. There were no damages or deficiencies observed to the adhesive pad or its welds that could have contributed to the reported adhesive failure. The investigation found no evidence of a damaged cannula or adhesive issues.